Event description:
It was reported that impedance measurements of >4000 ohms were found on most pairs. No pairs were in a normal range for the patient to get therapy and therefore the patient was not receiving any stimulation. The cervical lead may be the issue and that lead had been replaced multiple times already. Reprogramming was attempted. It was unclear if any surgeon would be willing to perform a procedure since the patient had already multiple revisions performed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).